Manufacturer narrative:
Patient information is not available for reporting. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery for a zygomaticomaxillary complex fracture (zcf) on (B)(6) 2016, the screw head broke off the self-drilling midface screw as it was being inserted. The shaft was able to be extracted, but it caused a ten minute delay. The plate was readjusted and new screws were inserted without difficulty. The surgery was completed successfully with no impact to patient. This is report 1 of 1 for (B)(4).